Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon final impacting of the femoral implant, the piece broke off of the impact pad. All pieces were retrieved and the procedure was completed with another impact pad. There were no delays and no further incidents occurred.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned for evaluation. Sem result of fracture analysis indicates that visual examination of impactor pad revealed fracture surface artifacts consistent with an overload fracture. The device history records were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Surgical notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.